Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during an infusion of fentanyl, the medication leaked from a blue portion of the port above the channel which had a punctured area. There was no report of patient harm.

Event description:
The customer reported that during an infusion of fentanyl, the medication leaked from a blue portion of the port above the channel which had a punctured area. There was no patient harm.